Event description:
Gyrus hand piece (cutting forceps, electrosurgical) used for about 10 minutes with no problems. The device would not coagulate tissue after the 10 minutes.======================manufacturer response for forceps, electrosurgical,pks (per site reporter).======================request return for evaluation.